Event description:
The patient had cardioverter/defibrillator implanted 2.5 years ago. In last few weeks, the patient developed a significant amount of atrial malaise making his device less effective. Therefore, he was scheduled to have a right atrial lead revision, generator change, and pocket revision. During the procedure it was noted that there was an insulation break in the right atrial lead. The right atrial lead and the generator were replaced. The unit was tested and functioned properly. There was no as far as I am aware there was no permanent injury from the defective lead wire.====================== health professional's impression======================no adverse event. Break in insulation may have occurred at the time the device was implanted over 2 years ago or may have evolved over time.====================== manufacturer response for right atrial lead (pacemaker/defibrillator), (brand not provided)======================none yet. Will be sending it back to them for investigation